Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After the surgery on the (B)(6) 2019, patient dislocated again. This pi is for the revision surgery that took place on (B)(6) 2019 whereby the "constrained liner was revised to put a longer head on".